Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. Neither the reported patient symptoms or device performance allegation can be confirmed. Based on the information available, a conclusion code of no problem detected was assigned to this investigation.

Event description:
It was reported that the patient that experienced infection at the peno-scrotal juncture with an inflatable penile prosthesis (ipp). A surgical procedure was performed in which the existing device was removed and the incision washed out using betadine and genitourinary irrigations before implanting a new device. There were no device issues associated with the explanted device and the patient fully recovered following the intervention.